Manufacturer narrative:
(B)(4). Additional information has been requested but not yet received. A supplemental report will be submitted upon receipt of new information.

Event description:
According to the reporter, during a gastroplasty procedure, during an attempt of the open/close test, the device does not obey the commands. When trying to take the reload off, the reload was locked on the device and had to be removed manually. Another reload was loaded. The calibration at this point showed flashing lights. There was no injury reported. Additional information has been requested but not yet received. A supplemental report will be submitted upon receipt of new information.